Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that there was discrepancy between amounts of the boluses delivered and total daily dose in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2014 with the following findings: during investigation, the black box was reviewed and showed the last basal delivery was on (B)(6) 2014 at 10:3 a.m. The information for the reported date of (B)(6) 2013 had been overwritten. No activity outside of normal use was observed. Boluses were found to be performed correctly and were reflected in the bolus history and in the total daily dose (ttd) at the correct time and amounts. The tdd reflected 24u after a 24hr on 1u/hr duration test. The history settings issue was not able to be duplicated during investigation due to the pump information for the event had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.